Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.

Event description:
A customer reported receiving erratic readings on her precision xtra/optium blood glucose meter. The customer obtained readings of 357 mg/dl, 336 mg/dl, 92 mg/dl, 197 mg/dl, 235 mg/dl and 225 mg/dl within a ten minute timeframe and the tests were performed on the finger. When plotting the readings against the average on a parkes error grid, the results fell in the "a", "b" and "c" zones. The "c" zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.